Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose was over 600 mg/dl. Customer changed out the infusion set three times, no bent cannulas, and treated her high blood glucose with an insulin injection. Customer measured her blood glucose again, 580 mg/dl. Customer treated her high blood glucose with another insulin injection. During troubleshooting, found infusion sets were expired. Customer was advised to dispose of all expired infusion sets. During troubleshooting, customer was assisted in inserting the non-expired infusion set. Customer was advised to monitor her high blood glucose. Customer will not be returning the device for analysis.